Event description:
It was reported that during implant, the right ventricular (rv) lead had failure to capture. The rv lead was repositioned three times prior to being removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned, analyzed and no anomalies were found. (B)(4).